Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cannula seal for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. A log review could not be performed because the product is an accessory which is not tracked in the logs. This complaint is being reported due to the following conclusion: the fragment was retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the fragment to fall. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one to two minutes after instrument insertion, a tiny blue fragment that looked like it could be a part of a cannula seal was observed inside the patient's anatomy. The fragment was removed in less than 30 seconds and the case was almost completed by the time of the call. There were no post-operative tests deemed necessary by the surgeon. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 29-sep-2021. Per the customer, the fragment was captured from a visual inspection and was retrieved with a laparoscopic grasper. The surgeon was unsure what caused the issue and it was unknown what surgical task was being performed when the fragment was observed. The customer stated that the issue was not related to the instrument and that the small blue fragment observed was assumed to be a part of the cannula seal. The fragment was successfully retrieved and there was no reported injury to the patient.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.